Event description:
It was reported that the patient contracted an infection at the implantable pulse generator (ipg) site. The device was explanted successfully without any complications. A culture was taken, but the result was not disclosed to mainstay medical. The type of infection is unknown. The device was not returned for analysis. However, the device history record, including the sterilization process, was reviewed. No relevant nonconformance's were found.

Manufacturer narrative:
Mml#: (B)(4). Other device explanted: model: 8145, description: reactiv8 implatable stimulation lead, serial numbers: (B)(6), UDI#s: (B)(4).